Event description:
An acumed distal clavicle plt 2.3mm 16 hole left, (B)(4), was implanted and approximately 6 weeks later the plate broke. Revision surgery to remove broken plate was completed on (B)(6) 2012.

Manufacturer narrative:
While the plate and screws were not returned, some x-rays and a photograph of the product were available. These were examined and do not provide enough information to come to any definitive conclusion. The photograph does not show all of the product in the x-rays and only the plate is identifiable to a part number. One of the x-rays shows a clear fraction in the bone underneath where the plate eventually broke. However, since no date was provided with the x-ray it is not known if this was immediately post-op or as the plate began breaking. If this was immediately post op, then the bend in the plate appears to be sharper than recommended in the surgical technique and may have weakened the plate near the fracture site. All other x-rays were clearly after the plate had broken and do not provide additional information as to why the plate broke. No definitive conclusion can be determined.